Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: pericardiocentesis, is considered to be a medical intervention to prevent permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported that the pt had a history of triple vessel disease and unstable angina. In early 2009, xience v stent was implanted. A repeat angiography revealed that a distal dissection occurred. It was also noted that pericardial tamponade had occurred and an emergent pericardiocentesis was performed. The pt's hospitalization was prolonged and was discharged a week later, on clopidogrel and aspirin. No additional event or pt info is available.

Manufacturer narrative:
Summation - dissection and cardiac tamponade, in the IFU are known adverse events associated with coronary stenting, and not necessarily an indication of a quality issue. Dissection can be influenced by several factors. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. "In this case, it is possible that the cardiac tamponade is a secondary effect of the dissection which required pericardiocentesis and hospitalization. However, a conclusive root cause for the pt effects, and the relationship to the device, if any, cannot be determined.